Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: on march 16, the doctor found obvious leakage at the interface of the indwelling needle during a painless colonoscopy examination on the patient, and then re-examined and tightened the knob and still leaked, and then replaced the patient with a new indwelling needle without leakage.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: on march 16, the doctor found obvious leakage at the interface of the indwelling needle during a painless colonoscopy examination on the patient, and then re-examined and tightened the knob and still leaked, and then replaced the patient with a new indwelling needle without leakage.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2199803. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.